Manufacturer narrative:
The field svc engineer (fse) evaluated the instrument and replaced two tip clamps in the reported problem area of the pipette assembly. The tube lifter was cleaned and the pipetter arm was adjusted over the primary rack. The instrument was insp, tested without further problem and returned to svc.